Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using the pre-close technique via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses [suture retrieval issues] occurred with two prostyle devices. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, the following additional information was received: the cuff miss inadvertently reported in error. With the first device, a suture malposition occurred as the suture came out with the device upon device removal. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mal position was confirmed. Production record and corrective and preventative actions (CAPA) re-views were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. In this case, it is likely, the device was placed in subcutaneous tissue or there was friable tissue or partial capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem adverse event problem codes, medical device problem code 1142 was removed.